Manufacturer narrative:
No medwatch form was received. (B)(6).

Event description:
It was reported that the patient presented in the emergency room after feeling fatigued for four days. The patient was in complete heart block. The ventricular lead exhibited intermittent loss of capture, high thresholds and decreased sensing values. The lead was capped and replaced on (B)(6) 2013.